Event description:
Device 1 of 2. Reference MFR. Reports: 1627487-2013-06359. The pt was implanted with two leads from the same lot. It was reported the pt was experiencing pain at his ipg site. It was also reported the pt experienced a fall and the scs lead migrated. On (B)(6) 2013 the physician was going to revise both the ipg and the lead. However, during intra-op testing it was found that one of the leads had high impedance. The lead was replaced with a new one. Effective stimulation was captured post-operative.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.